Event description:
Device 2 of 2. Please see MFR report #1627487-2010-1992-01 for device 1. During the analysis of the returned devices, a problem was found with the pt's ipg. The ipg was not previously reported on because the pt had complained of a lead fracture (please see MFR report #1627487-2010-1992 for original complaint). Details of the problem found are in the add'l MFR narrative.

Manufacturer narrative:
Method: a visual inspection and functional testing were completed. The device history and sterilization records were also reviewed. Results: a broken port-plug was inserted into bottom port of the ipg. Dark residue and scuff marks were seen on the silicone antenna cover and there were instrument marks and a cut on the header. The upper septum was damaged and a setscrew was completely out of the connector block under the lower septum. A portion of the header was cut away to access the blockage and remove it. The ipg was sent for add'l testing. X-rays of the unit found multiple feed-through wires had been damaged in the header. From the x-ray, it appeared that the wires to electrodes 1, 8, 9, 14, 15 were open. Also, there was no spring in the ball seal contact for electrode 6. Bench testing verified no output signals from these electrodes. The unit was verified to communicate with a test charging system. It was auto-tested and verified multiple failures. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: it was confirmed that the unit failed the auto-test. This was due to damaged feed-through wires in the header. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.